Event description:
The surgeon was using a #1 vicryl plus on a ctx needle to close when the needle tip broke off in the tissue. Needle tip retained in the patient. The surgeon used fluro guidance but made decision that continuing attempts to remove foreign body would do more harm.